Event description:
(B)(4) trial. It was reported that during a percutaneous coronary intervention (pci), a deployment issue occurred. The patient presented due to unstable angina iib and objective evidence of ischemia and cardiac catheterization was recommended. The target lesion was located in the proximal left anterior descending artery (lad) and was 24mm long with a reference diameter of 3.5mm and with 80% stenosis. The lesion was treated with predilation and placement of 3.0x38 mm and 4.0x12 mm ng promus stents. During the procedure, ivus was performed and it was noted that the stents were "generally well opposed" though under-expansion of the 3.0x38 mm stent was suspected. This was treated with balloon dilatation. Final angiographic assessment was "excellent". The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).